Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical trial. Same patient as 6000089-2007-01411; 6000089-2007-01412. It was reported during the 2 year follow-up, that 182 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 was a 2.5mm, 70% stenosed, 14mm long portion of the mid left anterior descending (mid lad). The physician treated the lesion with pre-dilatation and placement of a 2.50x16mm taxus express2 study stent. Following post-dilatation, residual stenosis was 0%. Target lesion 2 was a 2.5mm, 70% stenosed, 10mm long portion of the mid lad. The physician treated the lesion with direct stent placement of a 2.5 x 12mm taxus express2 study stent placed in overlapping fashion with previously placed stent by 2mm. Residual stenosis was 0%. Target lesion 3 was a 3.0mm, 70% stenosed, 10mm long portion of the proximal left anterior descending (prox lad). The physician treated the lesion with direct stent placement of a 3.0 x 12 mm taxus express2 study stent. Following post-dilatation, residual was 0%. The patient was discharged the next day on aspirin and clopidogrel. During the two-year follow-up, the site learned that the patient had a tvr 182 days post index procedure. The patient was treated with balloon angioplasty to the mid lad to treat diffuse in-stent restenosis. In the opinion of the physician, the relationship of the tvr of the taxus stent is unknown.